Event description:
Upon removing a 22 gauge insyte catheter from the right hand of pt. The practitioner involved noted that the catheter portion had not come out and only the adapter portion was present, the adapter was discarded. The pt was taken to o.r. Where, under fluoroscopy, the catheter piece was located and a cutdown was performed. The catheter piece was removed.

Manufacturer narrative:
Results: the actual sample was examined using sem. The catheter was cut across its entire diameter. Conclusion: the catheter failure site is characteristic of a scissors or scalpel cut. Lot history review: no. Observations and testing: omis (optical inspection system) inspected the catheter results: the catheter has been cut by a sharp instrument which resulted in the failure. Test description: omis (optical inspection system). Method no.: na. Results: the catheter has been cut by a sharp instrument which resulted in the failure. Conclusions: the catheter has been cut completely through the shaft by a sharp instrument which occurred during use. There is not a place in co's process that this cut could have occurred. Probable cause of incident: user. Corrective action: due to the serious nature of this complaint reviewed with the appropriate manufacturing personnel. Disposition of samples: returned to customer.